Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 315 mg/dl, 222 mg/dl, and 94 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for sphingomonas, pseudomonas, klebsiella pneumoniae and e. Coli in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with bacterial peritonitis. The cause of the peritonitis was unknown. The patient did transfer to hemodialysis. Pd therapy was withdrawn. It was unknown whether the peritonitis resolved. The reporter believed that the bacterial peritonitis with culture positive for sphingomonas, pseudomonas, klebsiella pneumoniae and e. Coli was not related to therapy.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were located outside the ten minute time frame. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.